Event description:
It was reported that before implant the implantable pacing lead (ipl) was exercised and noted the helix would not extend. The ipl was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Analyst commented, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).